Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers on the main unit had failed, while all drawers on the auxiliary unit were functioning properly. A field service engineer suspected an issue with the comsled and removed and replaced it, but the issue persisted. Further troubleshooting involved removing individual drawers from the bus, rebooting, and testing, which identified drawer 2-1 as the source of the failure due to a broken retractor band. The engineer replaced the retractor band and conducted testing. Although the validation test could not be completed due to a bug in the hardware test application (hta) software, the drawer tested successfully in hardware test mode and within the application. Everything tested good in hta and/or the application. The system functioned as intended after the field service engineer repaired the device.